Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant of the right ventricular lead, it was difficult to insert a stylet into the lead's body. The lead was not implanted and replacement lead was successfully implanted at that time.